Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump, it was reported that the physician did a catheter revision on the patient yesterday, (B)(6) 2023. The rep did not have specifics for the catheter revision, but said the patient had been opioid naïve. The rep stated the physician programmed the pump at the lowest simple continuous rate, but the patient was now in hospital. Per the rep, the physician suspects patient unable to tolerate current dosing of drug as the patient was lethargic so they would be switching drugs/concentration. The rep stated the physician started a bridge bolus, but wanted to know if there were any other options. Technical services reviewed complete system contents removal or running pump at minimum rate until old drug is cleared. Additional information was received from a healthcare provider (hcp) via a company representative (rep) who reported the cause of the initial catheter revision was due to a failed dye study. After the revision, the medication dose and concentration was potentially too much for the patient. There was no known issue with the catheter. The medication was switched out and a remove system components procedure was performed. The cause of the patient's symptoms after the revision was likely too much medication. The event was resolved. The patient's weight was asked, but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023,product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-oct-2021, UDI#: (B)(4)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer representative (rep), which indicated that the cause of the failed dye study was not determined. At the time of the event, the pump was used to deliver hydromorphone, bupivacaine, baclofen, and clonidine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.